Event description:
It was reported that, some time ago, the right ventricular (rv) lead jumped in superior vena cava (svc) impedance to a high measurement and the svc was turned off, but now a lead integrity alert (lia) triggered for noise and oversensing of short interval counts (sic). A lead fracture was suspected. It was revealed that the patient sustained injury to the chest and device area from a falling tree and, since that experience, the svc impedance changed and oversensing began. Additional information from the clinic confirmed an exploratory procedure was performed and found a totally occluded subclavian vein. A lead extraction will be done in the near future. It was, subsequently, electrogram showed that the rv lead triggered lia multiple times recently for increased sic and ventricular tachycardia (vt) non-sustained episodes with non-physiologic sensing. A lead extraction was scheduled. The lead remains in use at present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was additionally reported that the patient received inappropriate therapy. The lead was explanted and replaced.